Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced nerve stimulation over the implant site of the implantable pulse generator (ipg). It was noted that the left ventricular (lv) lead has high threshold values. The lead was reprogrammed post implant due to the thresholds and twitching. The lead remains in use. The device has subsequently been inactivated. No further patient complications have been reported as a result of this event.